Manufacturer narrative:
Device analysis by MFR: the returned product consisted of the agent balloon catheter. Visual inspection showed the hypotube was kinked distal from the separation. A break was identified 102.8cm from the midshaft. A break was also identified on the midshaft just proximal of the rapid port exchange. It is likely that excessive force was applied to the device and subsequently broke during preparation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered unintended use error caused or contributed to event.

Event description:
It was reported that a device fractured occurred. An agent dcb mr 3.00 x 15mm was selected for treatment. Upon opening the packaging, it was noted that the device was kinked. After attempting to straighten it, the device fractured. There were no patient complications.

Event description:
It was reported that a device fractured occurred. An agent dcb mr 3.00 x 15mm was selected for treatment. Upon opening the packaging, it was noted that the device was kinked. After attempting to straighten it, the device fractured. There were no patient complications.